Event description:
It was reported that customer experienced broken pump screen and later distributor confirmed pump started but screen remained broken and black. There was no reported impact to the customer¿s blood glucose level. Customer returned pump to distributor for evaluation and received replacement pump, and distributor awaited pump¿s return to perform further checks, with no additional information provided regarding any other actions taken.